Event description:
On an unspecified date, a 60" (152 cm) appx 0.55 ml, smallbore ext set w/clave¿ clear, 0.2 micron filter, clamp, luer lock was reportedly leaking an unspecified infusate. There was no report of any human harm.

Manufacturer narrative:
One used list # mc330713 connected to 0.9% sodium chloride injection 10ml syringe were returned for evaluation. As received, no anomalies were observed. The set was primed as per procedure and a leak from the filters vents was confirmed. Complaint of leak can be confirmed, the probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A DHR lot# review could not be conducted because no lot number(s) was/were identified.